Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
The knee continues to go into free swing, patient fell and had to go into the emergency room. He was walking on a flat dry surface when the knee gave out. A x-ray did not reveal a breakage, but his physician suspects left rotator cuff involvement and is ordering an MRI if the swelling and pain do not subside. Further information forwarded to the manufacturer on 04/03/2017: the results of the MRI show that the patient had a torn rotator cuff, he is scheduled to have it repaired late (B)(6).